Event description:
Additional information was received that the moderate regurgitation was paravalvular leak (pvl) and no treatment was performed.

Manufacturer narrative:
Image review: three static images and two media files were provided for review. Patient¿s executive summary was not provided for anatomical review. The images show an evolut fx bioprosthetic valve being implanted into a previously implanted trifecta surgical valve of unknown size. Fluoroscopy valve load inspection was not provided for review thus it is not possible to validate a good load. The valve was deployed just prior to the point of no recapture and depth appeared to be approximately 6-7mm near the left coronary cusp in the lao view. Depth assessment is an estimate as there was significant parallax in both the surgical valve and the evolut preventing it from accurately determine depth. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth =1mm or >5mm. In this case, recapture was warranted. However, the valve was released and appeared to in stable position and suddenly dislodged ventricular rather quickly while one of the paddles is noted to still be attached to the paddle attachment. The sudden release of the valve cannot be determined. Corrected g.3 updated b.5 and h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, as the valve was being deployed within a previously implanted non-medtronic surgical valve, the valve dislodged to the ventricle. At the end of the procedure, moderate regurgitation was observed and no treatment was reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012318215); product type: 0195-heart valves; product ID trifecta product type: 0195-heart valves; section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.